Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device has a leak. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Leak testing was performed and leakage was detected. A visual exam was performed and it was observed that the edge of the bottle swelled and caused a gap. This was the cause of the leakage. Based on the investigation performed, the reported complaint was confirmed. It was determined that the swelling was caused by heating during use. The manufacturing record was reviewed and no similar defect was detected. This is considered to be an isolated case.

Event description:
The customer alleges that the device has a leak.no patient injury or harm reported.